Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows a sleeve cracked off from the bottom side. Based on the photo review, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the laparoscopic lobectomy surgery, it was noted "the device was broken into a few parts during the firing." Some pieces fell into the patient, but they were retrieved. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2022. Investigation summary: the product was received for evaluation. Visual inspection was conducted on the returned device. Upon visual analysis of the returned sample, it was determined only the sleeve from the b12lt device was received with the tip of the sleeve cracked. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications.